Event description:
It was reported that during follow-up, high out of range hv lead impedance was observed. Fluoroscopy revealed externalized conductors. The lead was capped. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.